Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenoses target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the burr got stuck with the rotawire during removal inside patient's body. The devices were removed together as one unit from the patient's body and the procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 140cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenoses target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the burr got stuck with the rotawire during removal inside patient's body. The devices were removed together as one unit from the patient's body and the procedure was completed with a different device. No patient complications reported.